Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electrogram revealed noise on the lead. The physician suspected insulation damage. The lead was explanted. The patient was in good condition after the event.